Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient weight was not provided by reporter. (B)(6). Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reported an event in (B)(6) as follows: it was reported that the connecting screw of the dynamic hip screw (dhs) broke during the implantation of the osteosynthesis implant for the treatment of a femoral neck fracture. The implant had to be removed and a new implant was implanted; a new sterile instrument was used instead. The surgery was prolonged approximately 30 minutes due to the reported event. The patient's postoperative status was reported is fine. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A manufacturing investigation was performed for the subject device (dhs®/dcs® coupling screw, part number 338.310, lot number 9204288). The subject device was received with the entire 7mm thread length broken. The broken portion of the subject device was received stuck in the dhs lag screw, part number 280.950s. The measurable dimensions of the connecting screw checked as far as possible and found to be in compliance with the technical drawings and specifications. The bore inside diameter (with tolerance dimension of max. 2.65 mm and min. 2.58 mm) was measured with the dimension result of 2.62 mm and passed. Due to limited event information, a definitive root cause could not be determined. It is likely that during the procedure, the connection between the wrench (part number 338.300) and the complained connecting screw was not aligned as intended resulting in a mechanical overload. The microscopic view of the broken surface does not show any anomalies of materials structure. The fracture face is homogenous and has the typical view of a forced rupture. To this point, the associated surgical technique guide states ¿warning: to avoid damaging the instruments and the implant, tighten the connecting screw securely.¿ please note, in order to prevent such occurrence and to ensure a correct load transfer it is crucial to have an appropriate connection between the dhs-screw and the connecting screw 338.310, which is guided through the wrench 338.300. No product fault could be found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is 1 of 2 for (B)(4).